Event description:
Synovitis. Total knee replacement [knee arthroplasty]. Case description: spontaneous report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) female patient, initials unknown, with osteoarthritis (kellgren-lawrence grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of synvisc (first course) at the age of (B)(6) and arthroscopy. On (B)(6) , the patient initiated treatment with intra-articular injection of synvisc (hylan g-f 20) in left knee (dosage regimen not provided). The lot number of synvisc was not provided. On (B)(6) 1998, the patient experienced synovitis of left knee. On an unspecified date in 1998, the patient developed left knee effusion and 35 cc of clear yellow joint fluid was aspirated from left knee. The patient received treatment with 2 cc cortisone. On (B)(6) 1998 (24 hours later), the patient recovered from the event synovitis. On (B)(6) 1998, the patient received third injection with synvisc. On (B)(6) 2005, the patient underwent total knee replacement of left knee. The outcome of left knee effusion and total knee replacement was not provided. The action taken with synvisc treatment was not provided. Relevant concomitant were not provided. The intensity for the event of synovitis and left knee effusion was moderate. The intensity of total knee replacement was not provided. The reporting physician assessed the relationship between synvisc with synovitis as definitely related; unrelated with tkr and did not provide a causal relationship with left knee effusion. Follow-up information was received on (B)(4) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.